Event description:
It was reported the device was used for a laparoscopic cholecystectomy. It was reported that the device fired for four clips then on the fifth firing the tips of the clips crossed. Another device was opened to complete the procedure. There was no pt consequence.